Manufacturer narrative:
The device has been received for further evaluation by the manufacturer; however, it has not yet begun.

Event description:
It was reported, on an unknown date, a plum 360¿ infusion pump displayed a high dispersion towards the patient. There was patient involvement; however, no harm was reported. No additional information is available at this time.

Manufacturer narrative:
The complaint of "high dispersion towards the patient" was investigated and cracks were observed on both the front and rear cases. The pump then passed the delivery accuracy test delivering the required volume within the specified tolerance. The device passed functional testing (pumping with no alarms). The customer complaint of "high dispersion towards the patient" was not confirmed and was not replicated during testing. The cause for the cracked cases was case assemblies (damaged). A 12-month service history was reviewed and no complaints found¿.